Event description:
It was reported that the device was explanted and replaced due to early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis revealed a high current drain condition. Electrical testing revealed the high current drain condition was due to current leakage in the battery filter capacitors. The device is part of the advisory for this model.